Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was unknown. The customer was hospitalized on (B)(6) 2016. Customer cause of hospitalization was hypoglycemia. Customer stated she had low blood glucose at her doctor's office and they took her to emergency room, she fainted in the doctor's office. Customer was kept under observation and was released after 24 hours. Customer declined to troubleshoot pump for low blood glucose.